Manufacturer narrative:
B5 - lens was exchanged with shorter length lens. Problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of event was reported as unknown.